Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. MRI compatibility guidelines were requested. It was reported that the doctor wanted to make sure the wires were still in place and to see if the patient has a pinched nerve. The patient said his pain has been going on a long time, before the device. No further complications were reported/anticipated. The indication for implant was non-malignant pain.